Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a dural puncture occurred during the patient's lead revision (reference MFR. Report#: 1627487-2016-02218). As a result, the physician performed a blood patch. No headache was reported and the patient remained on her back for 4 hours. It was also reported the procedure was abandoned as the physician could not access the epidural space due to the patient's anatomy. Follow-up information revealed the patient did not report any symptoms following the procedure.